Event description:
It was reported that the pump had a clamp issue. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no physical damage. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing was able to duplicate the reported issue. The dowl pin came out of plunger head mount. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger head mount and dowl pin. Performed power up and self-test process.